Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the endoscope was blurry. No other details regarding the nature of the event were provided. As a result, an alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.